Event description:
It was reported that right atrial (ra) lead exhibited occasional oversensing of far field r-wave (ffrw) and undersensing of p-waves during anti-tachycardia pacing delivery. There were times when the ffrw oversensing occurred just before the intrinsic p-wave. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2013. (B)(4).